Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor could not turn on. The compressor transformer was concluded to be faulty on site by the field service engineer. The transformer was replaced and returned for investigation. The electrical measurement verified that there was an increased resistance outside specification between one of the primary circuits. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. We apologize for the inconvenience this issue may have caused.

Event description:
Manufacturer's ref. (B)(4).